Manufacturer narrative:
The tnths reagent expiration date was not provided. The cobas e411 disk serial number was (B)(6). The sample was provided for investigation on 10-dec-2023. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with elecsys troponin t hs (tnths) assay on a cobas e411 immunoassay analyzer when compared to a non-roche testing (vazyme). Initial result: 0.603 ng/ml. 1st repeat result: < 5 ng/l (tested with non-roche). The customer questioned the results for being affected by a possible interference. On (B)(6) 2023 the original sample was repeated. 2nd repeat result: 0.623 ng/ml.

Manufacturer narrative:
During the investigation, an elevated tnt value in the patient sample was obtained with both the elecsys tnths stat and the 18-minute application. The presence of heterophile antibodies could be excluded by treatment with heterophilic blocking tubes, since the recovery of the patient sample after treatment was comparable to the non-treated sample. The extremely elevated values of a dilution series indicate as well as strongly depend on the presence of a possible interference factor that is responsible for the observed discrepancies with the clinical picture. With the methods given, the potential interference factor cannot be identified. Further clarification of the actual troponin t concentration is not possible and needs to be assessed from a clinical point of view. The investigation did not identify a product problem. The cause of the event was consistent with an interferent.